Event description:
It was reported that the right ventricular (rv) lead exhibited noise and suspected had an insulation breach. Boston scientific technical services (ts) advice to put a surface on to prove the ra is capturing. This lead remains in service. No adverse patient effects were reported.